Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The hospital did not provide any additional info. No pt complications were reported by the hospital.